Event description:
The staples jammed and did not come out from the stapler during a surgery. Therefore, a new unit was used instead. No patient injury reported.

Manufacturer narrative:
(B)(6) per DHR the product visistat 35w 6/box lot # 73a2000273 was manufactured on 01/14/2020 a total of 36,000 pieces. Lot was released on 01/28/2020. DHR investigation did not show issues related to complaint. A verification of failure mode reported in the current manufacturing process was conducted as follows: 13 staplers were taken from the current production from p/n 528235 visistat 35w 6/box lot# 73m2100054 the staplers were functionally inspected (fired) and issue reported "misfire/jamming - staples not firing" was not observed in the current manufacturing process, the staples were loaded and released correctly. Revision of fmea-08-028 rev 05 was performed and the failure mode is already including it, no update is required. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due the sample is not available is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause.

Manufacturer narrative:
(B)(4).the customer returned one unit 528235 visistat 35w 6/box for investigation. The returned sample was visually examined with and witho ut magnification. Visual examination of the returned sample revealed that the first staple appeared slightly misaligned, but not too severe. The stapler was returned with 40 staples left in the cover block. The sample appears used as there was biological material present on the device.an attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon engagement of the trigger, no staple fired. Multiple attempts were made, but no staples fired. It appeared that the slight misalignment of the first staple was preventing the staples from moving down the track and into the forming tool. The stapler was disassembled and the staples were manually realigned. Upon reassembly, the first staple was able to fire properly. However, the next staple would not fire. The next staple appeared to get slightly misaligned again. The stapler was disassembled and it was confirmed to have been assembled correctly. No other defects or anomalies were observed with the device. It could not be determined what exactly caused the staples to misalign. A nonconformance has been opened by the manufacturing site to further investigate visistat jamming issues.it could not be determined what caused the staples to misalign. Nc 100003562 has been opened by the manufacturing site to further in vestigate this visistat jamming issue.the reported complaint of "misfire/jamming - staples not firing" was confirmed based upon the sample received. Visual examination revealed that the staples appeared to be slightly misaligned. Upon functional inspection, the misalignment of the staples prevented any staples from firing. After manually realigning the staples, one staple properly fired before they got slightly misaligned again which prevented more from firing. The sample was disassembled and no other defects or anomalies were observed. It could not be determined what caused the staples to misalign. A nonconformance has been opened by the manufacturing site to further investigate visistat jamming issues.

Event description:
The staples jammed and did not come out from the stapler during a surgery. Therefore, a new unit was used instead. No patient injury reported.

Event description:
The staples jammed and did not come out from the stapler during a surgery. Therefore, a new unit was used instead. No patient injury reported.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.